Manufacturer narrative:
The investigation has been completed. Based on the analysis, there was no failure identified related to the temperature alarm. However, the charging issue was verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a temperature alarm while charging the pump. Additionally, it was reported that the customer was unable to charge the pump using the wall adapter. The customer's blood glucose level was in the 200's (mg/dl). The customer delivered a correction bolus. Reportedly, the customer has manual injections available as alternate insulin therapy.